Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) gave an "operating system not found" error message and went to a blue screen. They sent the unit in for repair and it was cleaned and evaluated. The reported problem was duplicated. During troubleshooting we found that both hard drives were over 2 years old and degrading. Both hard drives need to be replaced to resolve the issue. All steps in the maintenance check sheet were tested and completed per the service manual. The unit completed 3 days of extended testing and operates to manufacturer's specifications.

Event description:
The biomedical engineer reported that the central nurse's station (cns) gave an "operating system not found" error message and went to a blue screen.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported the cns-6201a pu-621ra sn: (B)(4) was not booting into windows and had the "operating system not found" error. Unit also had drive degraded status on boot up. Customer switched out drive 0 with drive 1 and issue persisted. Service requested: repair with loaner. Service performed: the unit was returned and the evaluation confirmed the reported issue. During troubleshooting, both hard drives were found to be over 2 years old and degrading. Both hard drives were replaced to resolve the issue. The unit completed 3 days of extended testing and operated to manufacturer's specifications. Investigation result: evaluation of the unit found the hdd's to be over 2 years old and needed replacement. The root cause is determined to be failure of the hard disk drives (hdd). Failure and replacement of the hdd is addressed in the cns-6201a service manual. In the event of an hdd failure, a message appears to notify the user so that the proper actions can be taken. Additionally, the hdd failure would be detected during the performance of regular maintenance inspections every 6 months, as recommended in the cns-6201a service manual. In the meantime, the device can continue to function using the secondary hdd. Issues such as this can occur when the customer has not replaced the defective hdd and the secondary hard disk drive fails. The cns was in use with a patient and there was no reported harm. The issue was able to be resolved by servicing the unit and there is no indication of an improper/inadequate design.

Manufacturer narrative:
Details of complaint: on 6/22/2018 customer stated that cns device cannot boot into windows. Device displayed "operating system not found". Service requested: repair/loaner. Service performed: repair/loaner. Investigation result: nka repair center evaluated the device. The reported issue was duplicated. The device could not find windows operating system. Both hard drives were replaced to resolve the issue. Device was put into service on 9/29/2013. Warranty expired on 9/29/2015. Service history for this device shows the following: (B)(4) - reported on 3/16/2017. Device experienced boot up issue due to failed hard drive. Nka repair center booted device with the good device and let reinstalled software for the secondary drive to resolve the issue. Customer was advised to replace both hard drives due to age. It is unknown if customer had replaced the hard drives as recommended. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Based on the required maintenance procedures, a scenario where both hard drives fail is when the first hard drive failure is not being addressed by user. Thus, it is highly likely that lack of device maintenance lead to both hard drive failures. Due insufficient available information regarding the service and maintenance of the device, the root cause of hard drive failure could not be determined. Corrected information: d10. Device available for evaluation? - date returned.

Event description:
The biomedical engineer reported that the central nurse's station (cns) gave an "operating system not found" error message and went to a blue screen.